Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this right ventricular (rv) had received a shock from their device. Review of the system noted the device had exhibited code 1004 and 1006, indicating a shock into a shorted condition, and a high voltage during charge repeat, respectively. The system was reported to try and have shocked the patient 30 times. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, a thorough evaluation of the rv lead was performed. Visual inspection of the lead noted a cut in the suture sleeve located approximately 20.5-22.8 centimeters (cm) from the lead's terminal pin. There was a cut in the lead body insulation 21 cm from the terminal pin that exposed the high voltage (hv) conductor. This cut corresponds with the cut found in the suture sleeve. Arcing damage was found on the exposed hv conductor, indicative of a shorted condition during shock delivery. The lead was then subjected to resistance and pressure testing to evaluate the rest of the lead's electrical performance and inner insulation integrity respectively. The lead's rate/sense and distal hv conductors were still electrically continuous and the inner insulation was intact, verifying there was no electrical short circuits between the conductors. Laboratory analysis confirmed that high voltage energy during shock delivery escaped from the cut in the lead body insulation, resulting in a shorted condition which damaged the crt-d.

Event description:
It was reported that a patient with this right ventricular (rv) had received a shock from their device. Review of the system noted the device had exhibited code 1004 and 1006, indicating a shock into a shorted condition, and a high voltage during charge repeat, respectively. The system was reported to try and have shocked the patient 30 times. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.